Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive was selected for use. During device preparation, prior to inserting the farawave catheter into the patient, the physician performed aspiration and noticed that air bubbles were pulled into the sheath. The catheter was removed from the sheath and no bubbles were observed, but after reinserting the issue occurred again. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.